Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet displayed persistent alert 65, indicating an audio malfunction, and the user restarted the device multiple times without resolving the alert; blood glucose was reportedly not affected, and the user transitioned to backup therapy while a replacement was arranged. Symptoms included no reported hypoglycemia or hyperglycemia. Outcomes included temporary interruption of pump use and reliance on backup therapy, with continued cgm monitoring. Investigation included remote troubleshooting and user education on shutting down the device, data syncing to the mobile app, and return logistics for device evaluation. Investigation of the returned device revealed a suspected audio subsystem over/under current condition consistent with an audio alarm malfunction, for which a device replacement was provided. It was concluded, based on previously established findings for similar reports, that the cause was a device malfunction of the audio component with an indeterminate specific root cause pending device evaluation.